Manufacturer narrative:
Clarifications to e.1.: phone number:(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "rupture", "presence of a cyst", and "presence of an oval, circumscribed, hypoechoic nodule." The device remains implanted.